Event description:
It was reported that the patient was receiving no benefit from the device. Device explantation is scheduled for (B)(6) 2014.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.